Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain. The pump administered fentanyl with concentration 400 mcg/ml at a dose rate of 25.03 mcg/day (max 224.75) and bupivacaine with concentration 10 mg/ml at a dose rate of 0.0625 mg/day. It was reported that the patient indicated seeing a code 8286 regarding empty pump reservoir via their personal therapy manager (ptm). The hcp was using a clinician tablet/programmer. The hcp was looking at the patient¿s long session report from (B)(6)2019 when they were last refilled, and it said a low reservoir was set to occur on (B)(6) 2019. The patient¿s wife had heard the alarm occurring last week. At the time of the report it was calculated that the empty date was likely (B)(6) 2019 if the patient had used all of their boluses. The hcp indicated that sounded accurate. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The patient¿s pump was due for a refill and therapy had not been intentionally discontinued. The patient was not scheduled right so the patient was on their way to the clinic now for a refill today ((B)(6) 2019). No patient symptom was reported. No further patient complications have been reported as a result of this event.